Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to the olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus china there was the possibility that the reported phenomenon was attributed to the failure of the image processing circuit board, power circuit board or the lcd panel. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a preparation for gastroscopy with the subject device, after approximately three to five minutes of turned on the power, the display of the subject device became black and the power was turned off of itself. The user completed the procedure with the subject device. The service department of olympus (B)(6) checked the subject device and found that the display became black and the buttons on the front panel were not functioned the after approximately one minute of turned on the power. There was no report of patient injury associated with this event.